Manufacturer narrative:
Allegation was that the customer's feet do not fit on the footrest causing him to crash into walls. The customer does not use the unit that often. He has brain damage and usually prefers to use a manual chair. Customer's wife stated the incident last december was minor and has not had any issues since. No further action needed at this time.

Event description:
Alleges customers feet do not fit on the foot rest and therefore keeps crashing into the walls.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges customer's feet do not fit on the footrest and therefore keeps crashing into the walls.